Event description:
It was reported that customer experienced issue with touchscreen responsiveness. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event, and no further customer or technical support actions were documented.